Event description:
Surgeon reported pt with veptr implant experienced migration with wound problems from an expansion. Surgeon performed revision of lower end of veptr device to the screws, removal of iliac s. Hook and revision of implant at l2-l3.

Manufacturer narrative:
Additional info has been requested. Pt was revised. Synthes is unable to determine the mfg date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.